Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations regarding the bard/davol ventralex for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years post implant of ventralex mesh, patient was diagnosed with obstruction, adhesion and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesion and pain as possible complications. Note, the manufacturing date (15-aug-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations regarding the bard/davol ventralex for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿some omental adhesions were taken down. A large ventralex mesh was tacked over the incisional hernia and sutured.¿ (B)(6) 2017 - patient was diagnosed with abdominal pain. (B)(6) 2017 - patient was diagnosed with small bowel obstruction thereby underwent open repair with lysis of adhesions and explant of ventralex mesh. Per operative notes, ¿complex adhesions in and around the mesh were lysed. Small bowel mesentery that requires a small bowel resection was done and the abdominal wall ventralex mesh was removed.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel removal, mesh migration, mesh shrinkage, pain and emotional injuries. It was also alleged that the patient's failed hernia mesh implant drastically changed his life, and substantially decreased his ability to enjoy life as he can no longer engage in the activities he enjoyed most, or even lift more than five to ten pounds.